Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper line break could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the gripper line issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. Halfway through the removal of the gripper line, the line broke. The guide was removed, and an introducer sheath was inserted over the remaining portion of the gripper line. The entire gripper line was then able to be removed from the entry point at the right groin access. One clip was implanted, reducing the mr to 1 with a good patient outcome. No additional information was provided.